Event description:
It was reported that the lead was explanted and replaced due to increased capture threshold and decreased sensing. The patients was well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.